Manufacturer narrative:
It was initially reported that a ventilator inoperative condition occurred and the ventilator's system board was replaced. The ventilator's system board and blower motor were returned to the manufacturer's product investigation laboratory for evaluation. The root cause of the system board failure was program corruption. The root cause of the blower motor failure was increased resistance.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.